Manufacturer narrative:
(B)(4). 00877702802 2995207 biolox® option, head, m, ø 28/0, taper 12/14 unknown stem. Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01381.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 15 months post implantation due to fracturing distally of the stem after the patient experienced a fall. During the revision, excessive scuffing was found on the duel mobility bearing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was confirmed by review of photographs received. Visual examination of the provided pictures was completed, scuff marks were noted on the ceramic bearing, and no visible markings could be identified on the pictures. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.